Event description:
It was reported on 08/18/2022 by a sales representative via email that an ar-8944c instrument tray is bleeding ink. This was discovered during an unspecified time with no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed. (1) unpackaged ar-8944c was received for evaluation. Visual inspection noted signs of wear around the cases, including scratches. An alcohol wipe on the blue area of the lid revealed pigment was coming off on the wipe. CAPA-00373 was initiated to investigate the root cause of this issue. A probable cause could be attributed to the anodic coat sealing eroding after a cycle of washing and sterilizing. Another potential cause could be a design issue, where the high density of pigment required for full-color corner background can lead to more pigment being deposited than the anodized aluminum pores can hold, resulting in bleeding of pigmentation. The most likely cause for the reported failure is attributed to a supplier process issue.